Manufacturer narrative:
The event was initially assessed as non-reportable based on the complaint evaluation process in place at the time. Following system redevelopment, the event was re-evaluated and determined to be reportable. This submission is being made outside the 30-day timeframe and may be considered late, as the reportability determination occurred after the original awareness date. Procedures have been updated to support more timely identification going forward.

Event description:
It was reported that the user received an ¿unable to proceed¿ alert 38 indicating a motor stall, after which all supplies were removed, a successful dry run was performed, and the infusion set, cartridge, connector, and tubing were replaced, allowing insulin delivery to resume; blood glucose levels were unaffected. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a mechanical problem consistent with a stalled motor, and a mechanical problem was identified following the supply change that restored function. It was concluded, based on previously established findings for similar reports, that the cause was a manufacturing deficiency.